Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had air/water leakage from the body control unit. It is unknown when this issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object inside of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings documented in b5, non-reportable findings are as follows; due to a crack on switch box, water tightness was lost, due to wear of the angle wire, bending angle in up direction did not meet the standard value and the play of up/down knob was out of the standard value, the plastic distal end cover, scope connector cover unit, right/left knob, forceps elevator lever, forceps elevator knob, up/down knob, control unit, suction connector, universal cord, scope cover, and grip had a scratch, plug unit, light guide lens, objective lens, connecting tube and the control unit had discoloration, connecting tube had a dent, universal cord was sticky, suction connector was dirty due to water leakage, adhesive on bending section cover had a chip, an abnormal sound was made due to damage on the up/down knob, switch box had a crack, and the adhesive on bending section cover had a chip. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer was unable to identify what the foreign material was. The customer did flush the air/water nozzle with air and water. The customer wiped/brushed the distal end with clean lint free clothes, brushes, or sponges and flushed the air/ water nozzle with detergent solution. There were no delays in the start of pre-cleaning or any abnormalities in the accessories used for reprocessing. The customer did state that they feel the cleaning process can be stressful and consuming. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no observed device deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.